Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: a device history record review was performed for provided lot number 9130966. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two physical samples and two picture samples were received for evaluation by our quality team. One is identified as "good" and the other one as "mix". The sample labeled "good" is a 27x 1" and the sample labeled "mix " has a different needle hub color and has 7/8" length. Two photos were provided. One photo shows needle assemblies packaged bulk in an opened plastic bag, the sample received as "mix" is that bag. The photo shows the two samples received, one next to the other one. Investigation conclusion: based on the investigation and with the sample, photo sample analysis the symptom reported by the customer is confirmed. 8 complaints were filed for batches produced during 2018 where the 25ga was assembled to a 27ga hub. This is the 1st complaint to a lot produced during 2019 and no complaints for this defect have been filed during 2020. During this year the line clearance forms were revised to mitigate the mix issue. Root cause description: the cause for this defect could have resulted from improper line clearance. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that a beige cannula was found mixed in the order of light gray needles ns 27ga 1in blt sq grd w/o shld. The following information was provided by the initial reporter: "on (B)(6) 2020, a stockroom associate identified a foreign object in a bag of cannula while fulfilling production orders. Upon investigation, we identified that a cannula (beige color) was mixed in an order of material 300030262, cannula, blunt, 27 ga x 1 (05-8020) (light gray color) received from batch 9130966 (apd batch y0f279 [201912050014])."